Event description:
It was reported that during a shoulder arthroscopic procedure, metal flakes were being produced by the unit. It was further reported that metal flakes started going into the joint while the acromion was being smoothed. The doctor tried to extract as many flakes as possible, however, there were metal flakes still left in the joint. The surgery was completed successfully. It was further reported that after surgery, an MRI was conducted and the results indicated that the joint was covered in metal flakes. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.